Event description:
I purchased a "free rainbow themed eco-friendly giving brush" from giving brush, it is a toothbrush with a bamboo handle, rather than plastic. Https://givingbrush.com/products/free-rainbow-themed-eco-friendly-giving-brush?variant=(B)(4). I used this toothbrush approx 10-12 times. Each time, there was an excessive amount of blood as a result of brushing. The last time, I opened my mouth to find that my tongue was bleeding. It seems that the bamboo of the handle became abrasive and cut my tongue in my mouth while brushing. (B)(4).